Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having the lot of issues with the air bubbles on the second and third day of the reservoir use. The customer¿s blood glucose level was unknown. Customer also stated that issue with air bubble was happened with the every reservoir that patient was used. The insulin pump will be returned for analysis.